Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is under delivering. Caller stated that the customer high blood glucose was not dropping even after bolusing. Caller stated that the customer treated with insulin pen and the blood glucose decrease. Nothing further was reported.